Event description:
The customer states that a patient sample processed using a cell-dyn 3200 sl analyzer generated a hemoglobin value of 7.57 g/dl. The customer redrew the patient and that sample yielded a hemoglobin value of 8.68 g/dl. No adverse outcomes were reported for this issue. A precision test was performed and the hemoglobin specification for %cv was not met. Service was dispatched to further investigate the issue and found that the flow cell nozzle assembly was clogged, which was replaced.

Manufacturer narrative:
(B)(4). Evaluation: clogged optical flow cell sample feed nozzle and tubing and 2.5 ml hgb lyse syringe. Investigation summary: the customer performed precision on both primary and back-up instruments. The back-up instrument passed precision. The primary; however, failed for hgb %cv only. The customer technical advocate (cta) recommended cleaning the hgb flow cell and evaluating hgb output. The customer was to call back for possible adjustment after cleaning procedure was completed. The customer was to repeat precision after hgb adjustment. The customer called back on the same day and reported that hgb output after cleaning the hgb flow cell was 5.13v (specification of 5.0 - 5.2), no adjustment was needed. The customer repeated precision and hgb was the only parameter that was out of range. The cta instructed the customer to reseat the tubing at the normally closed valve 28 and repeat precision. If the precision was still out of range, the customer was instructed to replace the 2.5 ml hgb lyse syringe and repeat precision. The customer called back and reported that after reseating the tubing at the normally closed valve and replacing the 2.5 ml hgb lyse syringe, cv% for hgb was 1.6 (specification of <=1.0). The cta recommended a field service visit for issue resolution. On (B)(6) 2009, a field service representative (fsr) found that the optical flow cell sample feed nozzle location was clogged. The fsr cleaned the optical flow cell sample feed nozzle and the assembly flow cell, changed the tubing and cleaned several valves. The fsr ran precision, which passed. The cell-dyn 3200 instrument was performing within specifications. Product labeling provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Daily maintenance procedures, indicates that auto-clean of the optical flow cell and its associated fluidics is part of daily maintenance. A non-statistical trend (nst) review was performed for complaint an no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to low hgb results on patient samples. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.